Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose level of 500 mg/dl. The reporter stated that the patient had remained on the pump following the alleged blood glucose excursion. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump was emitting persistent occlusion alarms. The reporter was able to perform troubleshooting on the pump with a customer technical support representative. The reporter attempted to prime the pump with a new cartridge and infusion set but the pump was unable to complete the prime steps without an occlusion alarm. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of persistent occlusion alarms.